Manufacturer narrative:
One device was received for evaluation. Visual inspection noted a faulty downstream occlusion sensor. Functional testing was performed. The device passed all testing criteria after repairs. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device evaluation noted a faulty downstream occlusion sensor. The event occurred during testing; there was no patient involvement.